Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experiences constant pain and instability. A revision surgery is scheduled.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Event description:
It is reported that patient has now been revised due to pain and possible tibial loosening.

Manufacturer narrative:
Supplemental information including operative notes with labels was reviewed. The revision surgical notes indicate that the patient was revised for a failed left tka. Based on x-rays, there appeared to have some subsidence of the tibial component and it was felt that loosening was the cause of the pain. Intra-operatively the tibia was not grossly loose but after removing bone that had overgrown in the anterior aspect, a saw blade could easily slide in between the bone and the implant, which was removed without difficulty by sawing through the pegs. There did not appear to be any growth of bone onto the pegs which came out cleanly. A product history search identified no other complaint for the part and lot combination of the tibial component. Review of the compatibility matrix identified that the femoral and patellar components are also compatible. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. An investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.